Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), heavy menstrual bleeding ("abnormally heavy menstrual bleeding"), menstrual disorder ("changes in the menstrual cycle"), fatigue ("extreme chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("problems concentrating") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removed surgically. Also had to have fallopian tubes removed.). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, heavy menstrual bleeding, menstrual disorder, fatigue, amnesia, disturbance in attention and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, all or practically all of the symptoms resolved. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), heavy menstrual bleeding ("abnormally heavy menstrual bleeding"), menstrual disorder ("changes in the menstrual cycle"), fatigue ("extreme chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("problems concentrating") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removed surgically. Also had to have fallopian tubes removed.). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, heavy menstrual bleeding, menstrual disorder, fatigue, amnesia, disturbance in attention and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, all or practically all of the symptoms resolved. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-sep-2021: reporter's information updated. New reporter lawyer added. Previously reported event foreign-body material has been removed was updated with new information and recoded to severe (chronic) pain in the abdomen. Furthermore, the events back pain, hips pain; head pain; abnormally heavy menstrual bleeding; changes in the menstrual cycle; extreme chronic fatigue, memory loss; problems concentrating; and hormonal problems were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has beem removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.